Manufacturer narrative:
As stated by the instructions for use, error 2 is signaled by the pump in case of irregularity in the security system, while error 3 is due to irregularity in the motor circuit. The service found out that these errors were due to a failure of the motor reduction circuit, which was replaced. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported that the pump set off "error 5." The service found out that the pump gave both error 3 and error 5.